Manufacturer narrative:
H3 - device eval by manufacturer: the returned product consisted of an isleeve sheath. The sheath and tip were microscopically examined. One of the sheath seams is split/torn starting 21.1cm from the tip to the tip. One side of the seam is folded over and ripped, it did not appear to unfold as expected. One seam is starting to expand and the tip is torn at one seam as expected with device usage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that liner tear occurred. Vascular access was obtained via a transfemoral approach. A 15f isleeve introducer sheath was placed. At the end of the procedure, when the 15f isleeve introducer sheath was removed, it was noticed that one of the expandable seams was "completely split". No patient complications were reported.

Event description:
It was reported that liner tear occurred. Vascular access was obtained via a transfemoral approach. A 15f isleeve introducer sheath was placed. At the end of the procedure, when the 15f isleeve introducer sheath was removed, it was noticed that one of the expandable seams was "completely split". No patient complications were reported.